Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited t-wave oversensing. The device was reprogrammed. The patient's condition post event was good.